Event description:
Over four years after the patient's death the device was returned to boston scientific. It was provided that the cause of death was cardiac arrhythmia. This event will be updated upon completion of analysis.

Manufacturer narrative:
The local boston scientific crm field representative is attempting to retrieve the device for return, but available information suggests that this device may not be returned for analysis. A device memory disk and electrogram data from the date of death were provided for further analysis. The boston scientific crm technical services department reviewed this data and found no evidence of a device malfunction. Technical services confirmed that the device exhausted all available therapy in an attempt to treat the patient's arrhythmia. This event will be updated if any additional information becomes available.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches on the case and body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) patient passed away. The local boston scientific crm field representative performed a post-mortem interrogation of the device and found no evidence of device malfunction. A review of device memory noted a final episode of ventricular fibrillation (vf), where the device exhausted all available shock therapy without successfully converting the patient. Of note, the patient's history is significant for high defibrillation thresholds (dfts), alcohol abuse, and non-compliance is taking prescribed medication. The patient is known to suffer from congenital heart disease and congestive heart failure. Concern was expressed that the patient's family may believe the device caused or contributed to the patient's demise.